Event description:
A 2.5 mm diameter x 8 mm length endeavor mx2 drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of a proximal circumflex lesion. The vessel morphology was reported to have severe calcification and 80% stenosis. The lesion was pre-dilated. It was reported that the lesion site was distal to a previously deployed drug-eluting stent. It was reported that the physician inserted the endeavor delivery sys; the stent could not advance past the proximal portion of the previously deployed stent. It was noted that the stent had dislodged. The physician attempted to snare the stent; this was unsuccessful. Several wires and balloons were inserted; the undeployed stent was eventually successfully deployed. The pt is fine.

Manufacturer narrative:
Secondary intervention.